Manufacturer narrative:
The crep2 reagent lot number was 934633 with an expiration date of 31-oct-2026. The ldl reagent lot number was 870408 with an expiration date of 31-mar-2027. The na electrode lot number and expiration date were not provided. The lamp and cuvettes were replaced. The investigation is ongoing.

Event description:
The initial reporter questioned the results for multiple patient samples on a cobas 6000 c501 module. Discrepant results were provided for 1 patient sample tested for creatinine plus ver.2 (crep2), ldl-cholesterol gen.3 (ldlc3), and sodium (na) the initial crep2 result was 3.91 mg/dl. The repeat results were 0.98 mg/dl and 0.97 mg/dl. The initial ldlc3 result was 190 mg/dl. The repeat result was 111 mg/dl. The initial na result was 150 mmol/l. The repeat result was 140 mmol/l.